Manufacturer narrative:
The returned device was evaluated and found to have a misaligned component. The clutch spring in the drive mechanism was not deployed. Therefore, there was no interface between the ratchet gear and the tube nut which resulted in no insulin being dispensed when the ratchet gear was turned. This would of led to the customer¿s report of high bg levels. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450. 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels exceeded 13.9 mmol/l (250 mg/dl) while wearing the pod between 4 and 24 hours on the arm.